Manufacturer narrative:
Additional information was received that the failure did not cause a loss of mechanical ventilation. Therefore, the initial MDR was not reportable. H3 other text: additional information was received that the failure did not cause a loss of mechanical ventilation. Therefore, the initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.